Event description:
Procedure: right hemicolectomy. Reportedly, the surgeon performed a side to side anastomosis (small bowel to colon) with this instrument. A visual inspection showed no bleeding at the staple line. The surgeon continued with the procedure. Then, seven (7) days post-op, the pt passed 3 litres of blood. A CT scan/angio revealed bleeding on the small bowel side of the staple line. The surgeon indicated that an ulcer had formed along the staple line.